Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to discontinue use of the device. There are plans to explant the device; however, this has not occurred as of the date of this report (B)(6) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2013. Implanted device remains.